Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse replaced the carbon bridge (b12181) to resolved the issue. (B)(4).

Event description:
The dxc 600 instrument generated erratic na (sodium) results for 5 patient samples. The results were not reported out of the laboratory. When the issue was noticed, patient samples were repeated.